Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and increased swelling and subsequent repair of the patient¿s pre-existing inguinal/umbilical hernias. Hernia is a well-documented complication in pd patient¿s due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. The swelling of the hernia¿s (which ultimately led to hernia repair) is likely due to normal physiology of pd treatment whereby the dialysate shifted due to pre-existing wall weakness. Nonetheless, the concomitant use of the fresenius cycler to facilitate dialysis cannot be excluded as a contributory factor in the event. However, currently there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused serious harm to the patient.

Event description:
On (B)(6) 2022, it was discovered this patient on peritoneal dialysis (pd) had an umbilical hernia during a call to customer support for a ¿draining slowly¿ issue with the fresenius cycler. Therefore, more follow-up was performed with the patient¿s pd nurse. It was reported that the patient had two pre-existing hernias prior to the start of pd therapy (approximately 1 year prior). The nurse stated the normal physiology of pd led to dialysate shifting into the groin hernia and the umbilical hernia due to pre-existing wall weakness. The hernia¿s had swelling due to the dialysate shift. As a result, on (B)(6) 2022, the patient was admitted to the hospital to have the inguinal and umbilical hernia repaired. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis to let the hernia sites heal. The patient was subsequently discharged (date not provided) continuing outpatient hemodialysis for renal replacement needs. The nurse confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse provided there were no cycler malfunctions or increased intra-peritoneal volume (iipv) events related to the umbilical/inguinal hernias. The nurse stated the swelling was due to normal physiology of pd treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 12/oct/2022, it was discovered this patient on peritoneal dialysis (pd) had an umbilical hernia during a call to customer support for a ¿draining slowly¿ issue with the fresenius cycler. Therefore, more follow-up was performed with the patient¿s pd nurse. It was reported that the patient had two pre-existing hernias prior to the start of pd therapy (approximately 1 year prior). The nurse stated the normal physiology of pd led to dialysate shifting into the groin hernia and the umbilical hernia due to pre-existing wall weakness. The hernia¿s had swelling due to the dialysate shift. As a result, on (B)(6) 2022, the patient was admitted to the hospital to have the inguinal and umbilical hernia repaired. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis to let the hernia sites heal. The patient was subsequently discharged (date not provided) continuing outpatient hemodialysis for renal replacement needs. The nurse confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse provided there were no cycler malfunctions or increased intra-peritoneal volume (iipv) events related to the umbilical/inguinal hernias. The nurse stated the swelling was due to normal physiology of pd treatment.

Event description:
On (B)(6) 2022, it was discovered this patient on peritoneal dialysis (pd) had an umbilical hernia during a call to customer support for a ¿draining slowly¿ issue with the fresenius cycler. Therefore, more follow-up was performed with the patient¿s pd nurse. It was reported that the patient had two pre-existing hernias prior to the start of pd therapy (approximately 1 year prior). The nurse stated the normal physiology of pd led to dialysate shifting into the groin hernia and the umbilical hernia due to pre-existing wall weakness. The hernia¿s had swelling due to the dialysate shift. As a result, on (B)(6) 2022, the patient was admitted to the hospital to have the inguinal and umbilical hernia repaired. The patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis to let the hernia sites heal. The patient was subsequently discharged (date not provided) continuing outpatient hemodialysis for renal replacement needs. The nurse confirmed the patient has not had any adverse effects from use of any fresenius device, or product. Additionally, the nurse provided there were no cycler malfunctions or increased intra-peritoneal volume (iipv) events related to the umbilical/inguinal hernias. The nurse stated the swelling was due to normal physiology of pd treatment.

Manufacturer narrative:
Corrected information provided in b3.